Event description:
Pt returned to operating room for repair of perforated abdomen. Gia/linear cutter (55) was used. The device cut the bowel but had no staples in it. A second stapler had to be obtained.